Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) incidents of coring while using a vial-mate adapter. These events occurred during setup. Two intravenous (IV) piggybacks were prepared as minibags. They were 250ml bags of saline with 600mg vials of ceftaroline fosamil attached with vial-mate adaptors. When the bags were activated, a small core was seen in both vials. A third minibag with a vial of ceftaroline fosamil was mixed and coring also occurred. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph of one device was received and evaluated. Visual inspection of the image showed foreign material in the vial. The material appeared to be stopper material from the vial. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.